Event description:
The customer contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 4 of 4. The fill volume was equal to 1500ml, and the drain volume equaled 3500ml. The home patient (hp) was at the clinic with the registered nurse (rn). The technical service representative (tsr) explained the alarm and the possible causes. The hp has been changing their programming. They said they felt like they had fluid in them when they got off the machine yesterday and then drained 24ml in initial drain last night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The rn stated that she was aware of the alarm. The rn stated that as far as she knows there have been no reoccurrences of the alarm with the new cycler. She stated that the clinical educator and her were going to meet with the patient to discuss the machine settings with him because she states that he frequently goes in and changes the programming. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The following information was provided by global pharmacovigilance (gpv): on (B)(4) 2012, the nurse sent the following information to gpv. The nurse stated that the patient had a past medical history of type ii diabetes, hypertension, hyperparathyroidism, and anemia. The patient had a peritoneal dialysis (pd) catheter surgery in (B)(4) 2012. The patient was not hospitalized for the reported issue of overfill. The resolution date of the overfill was (B)(4) 2012. The patient was taking the following concomitant medications: epogen, subcutaneously; venofer, intravenously; and hectorol; orally. No further information was provided.